Event description:
Caller reported that their pump screen was dark and would not turn on, and the battery of the t:slim x2 pump was not charging. There was no adverse impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.